Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a software error detected alarm and another pump error alarm on the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They programmed a normal bolus into the air and it was recorded in the daily history. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was tested with a water fill reservoir. Units left on status screen matched properly with units left on test reservoir. Pump error 4 and 53 found in the pump history due to software error. Unit received with pillowing keypad overlay and minor scratches on lcd window.